Event description:
A report was received stating a posterior hole was noticed by the surgeon during phaco that radiated anterior during I/a. An anterior vitrectomy was performed and the iol was placed in the sulcus. No further details were reported.

Manufacturer narrative:
The event report was received from a third party source. The user facility has not provided any information related to this event. We are submitting this report because the information received indicated the facility uses a bausch and lomb phaco unit, although it is not known if a bausch and lomb device was used at the time of this event.